Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as an itchy burning sensation with some open blisters under the vibration box. The patient was remeasured and found to be in the same size. The patient was issued new garments. There was no alleged device malfunction contributing to the irritation. The patient reported speaking to the pcp about the irritation but there is no indication that the patient received medical intervention. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.